Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor resistor. Unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to alarms. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer's alarm history showed more than 1 compromised force sensor system occurrence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.